Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. No blank display noted. Unable to perform the currents test due to motor error alarm. Moisture damage found on the electronics. Pump received with cracked reservoir tube lip, minor scratched display window, cracked end cap and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer stated that water and moisture went into the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.